Event description:
It was reported that: a doctor was performing a pre-use checkout of the machine and the doctor reported that the machine would not release airway pressure. The doctor has closed the y-piece on the breathing circuit and pressurized the system to 40 cmh2o and upon opening the y-piece, the pressure did not release quickly. No pt injury.

Manufacturer narrative:
A dragerservice representative assisted the biomed over the phone to investigate the device. The biomed found that the bottom canister of the absorber assembly had pre-pack absorbent material with the wrapper still on. The packaging material was partially damaged and included the labeling indicating removal before use. Upon removing the material, the machine functioned normally.